Event description:
It was reported through remote transmission that multiple episodes of non-sustained rv oversensing were observed. A decrease in pacing lead impedance, hv lead impedance, and r-wave amplitude were also observed. The noise was reproducible with deep breathing. The lead was explanted and replaced. The patient was doing well.

Manufacturer narrative:
.